Manufacturer narrative:
The valve was received in an unidentified liquid in a plastic container. A visual inspection was performed and there was a slight deformity on the outer casing of the valve. A permeability test showed that the valve was permeable. The valve was tested and adjusted to all specified pressures. The brake functionality test showed that the brake function was fully operational and the baking force was within the given tolerances. To test the opening pressure, we used a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve operates within the accepted tolerance. A slight buildup of substances was found inside of the valve. Based on the investigation, we could not substantiate the claim of over-drainage or non-adjustability. The valve operates as intended. No additional actions are required.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. No further information provided.

Event description:
Country of complaint: (B)(6). It was reported by the healthcare professional to the company sales representative "adjustment not possible."